Event description:
Ambati, c., danta, m., boshell, d., ende, j., williams, d., chaganti, j. (2021). The promise of percutaneous transhepatic variceal embolization for both gastroesophageal and ectopic varices¿an australian case series. Journal of clinical interventional radiology isvir, 5(01), 03¿10. Https://doi.org/10.1055/s-0041-1723061. Summary: this article aims to report australian experience of percutaneous transhepatic embolization of gastroesophageal and ectopic varices. Identified events: 1 patient experienced rebleeding. In addition, there was also minor perihepatic contrast extravasation and small volume hemoperitoneum seen on a multiphase CT performed 7 hours post-procedure with a decrease in hemoglobin by 5 g/l. This complication likely occurred as a result of the multiple unsuccessful punctures made due to technical difficulty. 1 patient experienced hepatic encephalopathy. 1 patient experienced ileus and a small thrombus at the origin of the main portal vein, which was identified on a multiphase CT performed 6 days after the procedure for abdominal distension and dilated bowel loops seen on a plain radiograph 3 patients experienced abdominal pain and distension from ultrasound-proven ascites that required inpatient paracentesis for symp tomatic relief. 1 patient experienced clinically insignificant nontarget pulmonary embolization. 1 patient developed a large right pleural effusion (nonbilious), which was percutaneously drained without complication. 1 patient developed grade 4 (west haven criteria) he lasting 3 days, which wasmanaged with 2 hourly 30-ml lactulose. 1 patient had a small amount of nontarget embolization to the lungs, which was diagnosed fluoroscopically at the time of the procedure.

Manufacturer narrative:
Ambati, c., danta, m., boshell, d., ende, j., williams, d., chaganti, j. (2021). The promise of percutaneous transhepatic variceal embolization for both gastroesophageal and ectopic varices¿an australian case series. Journal of clinical interventional radiology isvir, 5(01), 03¿10. Https://doi.org/10.1055/s-0041-1723061. Age or date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. None of the catheters used are from medtronic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.